Event description:
Patient (user) reported that he experienced a few rough eyelets on his catheters at the end of (B)(6) 2018. He also reported that the catheters were a little more flimsy than usual causing them to be more difficult to insert and required him to touch the catheter more to be able to insert them. He reported the catheters were flimsy because he was storing them in his car when the weather was hot. Patient reported he acquired a uti end of (B)(6) 2018. He was prescribed an antibiotic and recovered fully. Patient felt the additional touching of the catheters to ease insertion may have led to the infection.